Event description:
The pt received an trial scs system on (B)(6) 2012. It was reported the pt received a '1202' error on her mts which indicates the '+' button is stuck. The pt stated she was able to resume use of the system despite the error but the amplitude increased to maximum by itself. The sjm representative advised the pt the mts should not allow stimulation to resume if the 1202 error was received. It was reported the pt will meet with the sjm representative for troubleshooting.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.